Event description:
A malfunction alarm labeled as alarm 20 was reported during the pumping process, but there was no adverse impact to the customer's blood glucose level. The customer was unable to successfully resume insulin therapy after the alarm due to recurring cartridge issues. Technical support assisted the caller with loading a new cartridge and, upon recurrence of the issue, decided to replace the pump, which was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup insulin delivery method. Technical support confirmed the shipping address for the replacement and provided instructions for putting the pump into storage mode and returning it with a pre-paid label.